Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to cable break. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the image was not displayed because video communication could not be transmitted to the processor due to the cable damage. The break of cable might be due to user's handling.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, no image was displayed. There was no report of patient injury associated with the event. The event date was unknown.